Event description:
In 2008, the pt reported experiencing elevated blood glucose. His blood glucose at the time of the report measured 517 mg/dl. His target blood glucose range is 80-120 mg/dl. He stated that at 1:50am he felt that his blood glucose was low and he ate candy, an apple, and 2 packages of peanut butter crackers. He bolused 6 units of insulin before returning to bed and his blood glucose measured 219 mg/dl when he woke up. His blood glucose remained elevated throughout the day and at 6:57pm he programmed a 13 unit extended bolus over 1 hour for 2 sandwiches and 2 packages of cheese crackers and he bolused 8 units. He stated that he experienced a similar event in 1998. His blood glucose elevated to 380 mg/dl and he felt thirsty and was urinating frequently. Troubleshooting did not reveal any product issues. He stated that he is thin and uses the sides of his torso for infusion sites. He was educated on alternative infusion sites. Upon follow up in 2008, the pt reported that his blood glucose was elevated on the previous day, and he programmed an extended bolus 15-20 minutes prior to his evening meal. He stated that he uses extended boluses because he has found that if he attempts to bolus anymore than 3 units, the insulin leaks from his infusion site. He stated that his current infusion site was in his back at elbow level. On five days later, the pt reported that his blood glucose had returned to normal and he began using new insulin on two days after the original date. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.